Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has a partial display. Her blood glucose is 10.4 mmol/l. She said that she tried to deliver a bolus but pump alarmed for her to change the battery. She did so but the alarm remained. The customer stated that she changed the battery again with a battery from another package but the alarm did not go away. Then that is when she realized that she had a partial display and is not able to read the screen anymore. The customer is not able to deliver a bolus and has to treat with a pen. The insulin pump is being returned for analysis.

Manufacturer narrative:
Pump received with cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime , excessive no delivery test or verify low battery alert and missing segment/partial display due to cracked bleeding lcd. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.